Event description:
Pt in at 81.4 kg, target loss 5.8 liters, weight at end of treatment 81.2 kg. There was no pt injury or medical intervention. The gambro technical svcs rep replaced an open ultrafiltration pump thermal fuse.